Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance that was trending upwards gradually on the right atrial (ra) lead and right ventricular (rv) lead. It was further reported that there was a suspected clavicular crush of the rv lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.